Event description:
It was reported that the ilet user experienced low blood glucose after meals associated with mostly announcing "less than usual" meals; this reflects an improper or incorrect use procedure related to the user interface. Symptoms included hypoglycemia with a nadir of 39 mg/dl, sleepiness/drowsiness, and shaking/tremors. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to incorrect meal size entry. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.